Event description:
Report received of an overdelivery. In 2005, at an unspecified time in the pacu, the pump was programmed to deliver in an unspecified mode, an unspecified concentration of dilaudid. No specific programming parameters were provided. The pt was transfered from pacu to the floor post operatively.upon arriving to the floor, the pt was reportedly lethargic and non-responsive. The pt required narcan 0.4mg IV an oxygen at an unspecified flow rate, to which the pt reportedly responded. The customer contact reported that the pca therapy was discontinued and the display history indicated that 0.7ml was delivered, however the vial reportedly had 21.9ml remaining. The customer contact reported 7.4mls were unaccounted for. The customer contact reported that it was not felt that there was an "overdelivery due to the pump." The pump was not isolated following the event and it was "pull back in use." Though requested, no additional information was provided.